Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1808060 implantable port allegedly experienced defective component. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is 49 years old, male; however, weight was not provided.

Manufacturer narrative:
Changed to: h10: the lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation. The investigation is unconfirmed as the alleged deficiency could not be reproduced in a laboratory setting. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: g4 h11: b5, h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The device was returned for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1808060. Implantable port stent allegedly experienced defective component. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is (B)(6) years old, male; however, weight was not provided.